Event description:
It was reported that inappropriate non-sustained lead noise episodes for far-p oversensing were observed. Review of the episode showed that after every atrial paced event, a far-p signal was seen on the ventricular channel and intemittently, the device would sense the far-p signal and inhibit pacing in the ventricles. Programming changes were made however, problem continued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.